Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. There was a remote alert indicating the image processing computer was unable to boot up. The review of system log files showed malfunction of frontal ip-pc (image processing pc). The field service engineer (fse) inspected the system onsite and confirmed the database was corrupted. The fse resolved the issue by resetting the database. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer was not aware of the issue at the time of occurrence, and the reported remote alert did not impact functionality of system,is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer was unable to boot up, which can prevent imaging. No harm was reported to philips. Philips has started an investigation of this complaint.